Event description:
It was reported that after implant, this right ventricular (rv) lead exhibited failure to capture and pacing inhibition. The impedances and threshold were noted unchanged and a micro-dislodgement was suspected. As a result, the patient has been scheduled for a lead revision. It was also mentioned that upon implant procedure of this lead, two attempts were required to successfully implant the lead. Additional information provided indicates the lead revision was scheduled but not performed as the sensing amplitude returned to implant levels and the capture threshold remained stable and consistent with the threshold similar to implant. The patient will continue to be monitored. The lead remains in service at this time. No adverse patient effects were reported.